Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient had a MRI today and the pump was alarming and had not resumed. No symptoms were reported. It was noted that the patient did not have a current managing healthcare provider (hcp) and a device manufacturer representative was contacted to assist. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was receive from the consumer indicated that the stall lasted 4 and half hours. It was reported that the device would be removed. No further complications have been reported.